Event description:
On an unk date the pt developed hyperglycemiaa, during use of an innovo. The pt and physician did not have replacement and the pt was without insulin injection for four days. The pt was treated with insulin by the physician. Outcome of the event has not been reported.